Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer 2.2 was not pulling out fully due to malfunctioning slide rails. The drawer was removed from the station, the slide rails were unstuck, and the drawer worked properly. The unit was tested in diagnostic hardware test application and verified with the customer, who confirmed the station was functioning properly while in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 2.2 and 2.1 continued to fail after the medications were pulled. The customer attempted to troubleshoot the device by recovering storage space and rebooting the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, adverse events or injuries reported based on this event.